Event description:
It was reported that the patient presented to the hospital with fever and chills. The patient had infection due to endocarditis. It was also noted that the right ventricular lead dislodged. The system was explanted. The patient continued to have symptoms; however, the procedure was completed successfully without adverse consequence to the patient.